Event description:
The customer stated that she has been having problems with her blood glucose levels, and had to go to urgent care due to high blood glucose. The customer's blood glucose was 293 mg/dl. Troubleshooting was performed, and the insulin pump programming was correct. The customer had just made a change to one of her basal rates per her doctor's instructions. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer also reported that the drive support cap was protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.